Manufacturer narrative:
H.6. Investigation summary: customer reported a false negative result. Returned good samples were not received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history record review did not identify any evidence for which the customer submitted the complaint. Plot review shows a typical growth curve. The ttd (i.e. 12 hrs.) Was also typical for ps. Aeruginosa. Complaint is unconfirmed based on retention samples and batch record review results. Quality control testing of platelet products will be achieved by adding 4¿8 ml of platelets. Platelets may contain antimicrobials or other inhibitors which may slow or prevent the growth of microorganisms. False negative readings may result when certain organisms are present which do not produce enough co2 to be detected by the system or significant growth has occurred before placing the vial into the system. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results. The default seven-day (168 hours) protocol was utilized for all analytical testing with the bd bactec¿ platelet aerobic/f culture vial and protocol lengths of >7 days have not been evaluated. Per FDA guidance, more than one type of culture vial should be utilized for testing; aerobic and anaerobic culture vial is recommended. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that when using the bd bactec platelet aerobic/f culture vials (plastic),40 ml, there was one occurrence of a false negative result, leading to a patient receiving donor platelets contaminated with p. Aeruginosa. The patient developed a fever immediately and subsequently went into septic shock.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. G5: PMA/510(k)#:bk200530 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd bactec platelet aerobic/f culture vials (plastic),40 ml, there was one occurrence of a false negative result, leading to a patient receiving donor platelets contaminated with p. Aeruginosa. The patient developed a fever immediately and subsequently went into septic shock.